Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was confirmed, further defects were detected. In total the following defects were detected: ·customer complaint noted ·no image ·blade damaged ·housing worn ·cover worn as already mentioned, the device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault was mechanical damage during use or the refurbishment process. The damage may have affected the electronics, leading to image distortion. The operating instructions specify that a visual and functional inspection must be carried out before starting any work, which would have revealed that the device was no longer functioning properly and the fault could have been avoided. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "hardware no image." No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).